Manufacturer narrative:
Unit received with cracked/detached end cap, missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump came apart at the sides when attempting to change the reservoir. Customer¿s blood glucose level was 250 mg/dl at the time of incident. Customer was advised the insulin pump would need to be replaced. The insulin pump will be returned for the analysis.